Event description:
It was reported by the distributor that a revision surgery occured involving a hooded liner.

Manufacturer narrative:
Acetabular liner was revised for unknown reasons. There is insufficient information to determine a root cause for the revision.